Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. The customer experienced an elevated blood glucose (bg) level of 29.1 mmol/l. Correction injection via mdi was delivered to address bg. Customer reverted to an alternate method of insulin therapy.